Manufacturer narrative:
Concomitant medical products: product ID: 3708660, serial/lot #: (B)(4), ubd: 24-may-2020, UDI#: (B)(4); product ID: 3708660, serial/lot #: (B)(4), ubd: 24-may-2020, UDI#: (B)(4). (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for essential tremor and movement disorders. It was reported the wires were so tight in their neck during the last surgery. Patient had to have another procedure to alleviate the situation. The wires were still visible and stuck out. The patient complained of headaches and neck pain. Their neck was stiff when they wake up and couldn't move it one way or the other. They had headaches at the time of the revision. It was noted there was an impending replacement surgery. No further complications were reported as a result of this event.